Event description:
The customer reported that the defibrillator would not charge above 20 joules. There was no report of pt involvement.

Manufacturer narrative:
H3 and h6 - the factory has not yet rec'd the device for eval and this complaint is still under investigation.